Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient presented with shortness of breath and was diagnosed with atrial fibrillation with rapid ventricular response, cardioverted and admitted to intensive care unit. The patient began decompensating and a pa catheter was placed immediately. Decision for impella 5.5 was made for biopsy to recovery or advanced heart failure therapies. The impella 5.5 was placed without complication. During support it was noted that echocardiogram showed inlet slightly flipped towards mitral valve. Also, low ci, attempted to increase to p-9 however had suction alarm. The doctor attempted to reposition 5.5 and the patient went into ventricular tachycardia requiring cardioversion x 3. A second attempt to reposition and required cardioversion x2. The patient was critically ill while supported on ventilator and extracorporeal membrane oxygenation. The patient remains on support awaiting liver work up.